Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
Per the surgeon, the patient experienced a granuloma. There was a debridement of skin and subcutaneous tissue on an unknown date. The implant remains in-situ.